Manufacturer narrative:
Submit date (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an entristar. The customer stated the entristar terminal part detached and remained in the pt's intestine. The medical facility tried to remove the broken piece by endoscopic procedure, with no success. An add'l procedure will be attempted if the pts' health permits. No further info is known on the health of the pt at this time.